Event description:
Customer reported via phone call to have moisture under display screen. Customer also reported that there is no display on insulin pump. Customer's blood glucose was 178 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm or blank display noted. All of the buttons functioned properly and no moisture damage on keypad traces, under lcd screen, electronic or motor assemblies noted. The insulin pump has cracked case at the display window corner, minor scratched lcd window and cracked reservoir tube lip.